Manufacturer narrative:
The hill-rom technician found the siderail center arm assembly broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the right head siderail would not stay up and lock in place. The bed was located at the account in room 4300. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).